Event description:
An aneurx stent graft system and extension cuff were implanted in the endovascular treatment of a aaa. It was reported approximately 16 years post the index procedure, follow-up CT showed both existing proximal stent grafts had migrated due to neck expansion leading to a type ia endoleak. A endurant cuff etcf3636c49e ((B)(6)) was deployed without incident, landing just distal to the origin of the renal arteries. Heli-fx endoanchors were then deployed sa-85 (lot #0011791286) 2 endoanchors were deployed without incident. During the deployment of the 3rd endoanchor the initial step of deployment was performed without incident as the endoanchor successfully engaged and penetrated the stent graft fabric in the correct orientation, however, during the second step, the endoanchor appeared to change orientation. The 3rd endoanchor had to be repositioned several times. It is appeared that the endoanchor interacted with calcium during the final stage deployment. The sa-85 would not load the 4th endoanchor and damage to the tip of the sa-85 was suspected. A second sa-85 (lot # 0011823330) was opened and 3 more endoanchors were deployed without incident. The physician decided to implant a second cuff etcf3636c49e ((B)(6)) to extend 10mm lower than the first to provide more distal overlap with the bifurcated aneurx graft. A suspected type ia endoleak was still observed, the physician decided to end the case and reevaluate. Per the physician the cause is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10:this is a system report. The section d information is for the primary device, which was in use with the following: ; product ID: sa-85, serial/lot #: (B)(6), ubd: 10-jan-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.